Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dusz, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported she fell on a pallet at costco and broke the lead in half and hcp told her the device will need to be replace but the insurance will not cover it. Patient reported when she fell she snapped her back in half and had testing done but she was not sure what type of test she had done, but the machine kept a noise of "knocks". There were no symptoms or complications reported or anticipated.